Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the laser fiber not going inside the scope during surgery. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The model number, catalog number, and UDI have been corrected in section d4. Device evaluation: the customer complaint can be confirmed. Based on the product investigation it is a collateral damage to the broken articulation caused by application of excessive force by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).